Event description:
A mayfield skull clamp (a1059) was involved in an event during a procedure and was described as follows: the surgeon insisted on changing the patient's position in the middle of surgery while the unit was in the locked position. As the patient's position was changed, a 6 cm laceration occurred. Surgery time was increased 15-30 minutes in order to suture the laceration. The patient is doing "ok."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.